Manufacturer narrative:
Fields were updated based on the receipt of additional information regarding the reason for the revision. Supplemental report three of four for the same event, see also 1032347-2015-00338-1, 1032347-2015-00339-1, and 1032347-2015-00341-1.

Event description:
The sales associate confirmed the reason for the revision was due to heterotopic bone growth. After the bone was removed the surgeon was able to implant a new prosthesis.

Manufacturer narrative:
The returned tmj parts were evaluated for the complaint of a revision due to heterotopic bone growth. The parts were visually inspected and found in good working condition. The parts show no signs of manufacturing defects and no malfunction was reported. The complaint cannot be verified as the parts were found in working condition and explanted due to the patients condition of heterotopic bone growth. The IFU (instructions for use) warns of heterotopic bone growth as an adverse event for this surgery. The most likely cause of the complaint is patients condition. The device evaluation identified two additional screw part numbers, see reports 1032347-2016-00051 and 1032347-2016-00052. Supplemental report three of four for the same event, reference 1032347-2015-00338-3, 1032347-2015-00339-3 and 1032347-2015-00341-3. Fields were updated based on the completion of the device evaluation.

Event description:
A tmj revision surgery was identified through the receipt of tmj tracking cards. On (B)(6) 2010 a biomet joint was implanted on the left side only. It is reported the patient was experiencing some discomfort, therefore a revision surgery was performed on (B)(6) 2015 and the joint was replaced with a new biomet joint.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report three of four for the same event, reference 1032347-2015-00338-2, 1032347-2015-00339-2 and 1032347-2015-00341-2.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event, see also 1032347-2015-00338, 1032347-2015-00339 and 1032347-2015-00341.